Event description:
The customer reported that following a diagnostic catheterization procedure four days prior to event date, a vasoseal vhd was deployed. On event date the pt presented at the emergency room with redness and swelling in the right groin. The pt had a stable right groin hematoma. The pt was admitted and treated with IV antibiotics. The pt was discharged on oral antibiotics. No further complications were reported.